Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fetal heart rate abnormal, prolapsed arm, antepartum condition or complication, anemia of pregnancy, bipolar I disorder, chlamydial infection, dyspareunia, emesis, gastroesophageal reflux disease, postpartum depression, postpartum depression, psychiatric disorder nos and uterine bleeding. In 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and nausea outcome was unknown. The reporter considered dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had need for additional surgery discrepancy in date(s) of insertion: (B)(6) 2014; 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: essure implants appropriately placed. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information and events- abnormal bleeding (vaginal), nausea, dyspareunia (painful sexual intercourse), abnormal bleeding (menorrhagia) were added were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fetal heart rate abnormal, prolapsed arm, antepartum condition or complication, anemia of pregnancy, bipolar I disorder, chlamydial infection, dyspareunia, emesis, gastroesophageal reflux disease, postpartum depression, postpartum depression, psychiatric disorder nos and uterine bleeding. Concurrent conditions included vomiting, dysfunctional uterine bleeding, dyspareunia, hot flashes and dryness vaginal. In 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure, d and c, laproscopic with fulguration). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, nausea, abdominal pain, dysmenorrhoea, gastrointestinal disorder and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery discrepancy in date(s) of insertion: (B)(6) 2014. 2013. Trailing coils in right :3. Trailing coils in left: 3. Patient received treatment for events ¿ pelvic pain,dysmenorrhea (cramping), abdominal pain, weight gain, gi conditions, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: results: essure implants appropriately placed; on (B)(6) 2014: results: occluded uterine lubes post essure placement.. Diagnostic results: on (B)(6) 2014 ultrasound pelvis revealed , heterogeneously echogenic partial shadowing structures in the bilateral fundal axillary portions of the uterus, consistent with essure artifact. Small amount of nonspecific anechoic pelvic free fluid, indeterminate finding in a premenopausal female. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain. Nausea. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received-new events dysmenorrhea (cramping), abdominal pain, weight gain, gi conditions were added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.